Manufacturer narrative:
The engineer of the local dealer inspected the instrument on site and found that it has various damages on the outside indicating that the product received strong external forces, e.g. By dropping. Clinic did not supply any information regarding the repair history, hence it is unknown when and by whom the product has been maintained/repaired. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: technical condition: a damaged device or components could injure patients, users and third parties. Only operate devices or components if they are undamaged on the outside. Check that the device is working properly and is in satisfactory condition before each use have parts with sites of breakage or surface changes checked by the service. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions; damage; irregular running noise; excessive vibration;overheating; tool is not seated firmly in the handpiece. Following expiry of the warranty, have the tool holding system checked once a year. Kavo recommends specifying in-house service intervals where the medical device is brought to a professional shop for cleaning, servicing and a function check. Define the service interval depending on the frequency of use.

Event description:
During a routine dental procedure the head of the handpiece fell apart inside patient's mouth. Fragments of the dental white stone bur were propelled into dentist's eye.